Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found the device rubber sheath was torn. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the camera head had herniated cord. There was no patient involvement.